Manufacturer narrative:
Occupation: district manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a salivary stone extractor basket sseb would not close correctly. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: (B)(4) medical center informed cook on 12aug2021 of an incident involving a salivary stone extractor basket (rpn: sseb-1.7-115-8). It was reported that the device would not close properly during an unspecified procedure. Attempts to acquire additional information from the user facility were executed; however, no additional information was provided to cook in response to this incident. A review of the device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection and functional test of the returned device, was conducted during the investigation. One device was returned to cook for evaluation. Upon visual inspection, a single kink was noted in the basket sheath near the distal end. The handle was in the open position, and the collet knob and mlla were tight. A functional test of the device determined that the handle actuates the basket assembly, but the basket was slightly open when in the closed position. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot (13983975) revealed no recorded nonconformances relevant to the reported failure mode. A database search did not identify any other events associated with the reported device lot. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, t _ tse_ rev4, provides the following information to the user: ¿precaution: if resistance is encountered while attempting to remove calculi or other foreign bodies, release the object. Excessive force could damage the device.¿ based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event was unable to be established. Upon device return, the handle was able to actuate the basket assembly, but the basket was slightly open when in the closed position. A kink was noted in the basket sheath, likely resulting in the basket not being able to fully close. The cause of the basket sheath damage is unknown, but could potentially be traced to excessive force being inadvertently applied to the device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: d9 - product received on. E3 - occupation: manager of materials management. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.